Event description:
It was reported that a piece broke off from the saw during a surgical procedure. The surgeon retrieve the piece with his fingers, and there was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported complaint was duplicated. Based on the investigation details, the likely cause was problems with the drive train assembly, which was replaced along with other components.